Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt lost weight and complained that the device was uncomfortable. The patient had turned off therapy and felt they were doing well without the stimulation for their symptom improvement. The patient requested that the device be explanted due to comfort and felt symptoms were still improved without the stimulation. The device was removed and the issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1t81v, implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.